Event description:
Reporting status: serious injury-medical intervention. Reporting rationale: dissection requiring medical intervention. Device issue: no device malfunction has been reported. It was reported via a trial that direct stenting of a graft was being performed and when the rx xience v was inserted, a dissection occurred in the left internal mammary artery (lima) to left interior descending artery (lad). An add'l stent was implanted as treatment. No add'l event or pt info is available.